Manufacturer narrative:
Additional information received indicates that exchange of the controller resolved the issue and the patient tolerated the controller exchange with no issues.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for normal controller and power source behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the patient called from home reporting power switching from power port 1 to 2 and back again. The patient reported to the coordinator that the ports were securely connected and no pins were bent. The coordinator instructed patient to perform a controller exchange to the back-up controller. There was no report of any effect to the patient with investigation in progress.

Manufacturer narrative:
Log files analysis showed multiple premature power switching events. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the reported problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the unit passed visual examination and functional testing. Log file analysis showed multiple premature battery switching events. No problem with the controller could be confirmed in bench testing. The probable cause for the premature battery switching events is controller communication error with the battery. The manufacturer has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.